Manufacturer narrative:
The product was not returned. Complaint history and product history records could not be reviewed because the literature report did not provide a lot number or any identification traceable to the manufacturing documentation. The file has been opened from a literature report: comparative evaluation of an automated preloaded delivery system with a non-preloaded system. Two patients had anteroposterior rotation. The iol position was corrected. Literature article: joshi rs. Comparative evaluation of an automated preloaded delivery system with a non-preloaded system. Indian j ophthalmol 2022;70:4307-11. The manufacturer internal reference number is: (B)(4).

Event description:
"A comparative study was published to evaluate a single surgeon¿s experience of an automated preloaded delivery system with a non-preloaded system. This prospective observational study was performed from march 2022 to may 2022. The study included patients who were operated on by using the phacoemulsification technique with iol implantation performed using the automatic iol delivery system (company preloaded iol delivery system) or routine injector system available for intraocular lens (iol) implantation (company non preloaded iol). A total of 100 patients (100 eyes) who underwent iol implantation were included in the study. The patients were randomly allocated to receive iol implantation by using either the automated injector system (n = 50) or a conventional injector system (n = 50). The mean age of the participants at the time of surgery was 68.42 (± 12.05) years (range: 55¿76 years). Among the total participants, 60 (60%) were women and 40 (40%) were men. In this case, two patients required a anterio-posterior rotation of the iol during implantation of the iol. There was no patient harm."